Event description:
It was reported that during an unspecified procedure, guide wire removal difficulties were encountered. The indication for the procedure was biliary stent placement, in a patient with recent kidney transplant. The .035 meier guide wire and a non-bsc catheter were introduced into the bladder. Resistance was encountered when the physician attempted to withdraw the guide wire; however, with force; the guide wire was successfully removed from the patient. The procedure was completed with an unspecified guide wire. No patient complications were reported. The patient's condition post procedure was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed kinks 4.5cm and 72cm proximal from the distal tip. The distal tip section exhibited evidence of that the ptfe coating had peeled exposing the gold plated tungsten spring coil. The tungsten spring coil revealed evidence of coil separation. The outer diameter was measured and found to be within specification. No other anomalies were noted the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, guide wire removal difficulties were encountered. The indication for the procedure was biliary stent placement, in a pt with recent kidney transplant. The .035 meier guide wire and a non-bsc catheter were introduced into the bladder. Resistance was encountered when the physician attempted to withdraw the guide wire; however, with force; the guide wire was successfully removed from the pt. The procedure was completed with an unspecified guide wire. No pt complications were reported. The pt's condition post procedure was reported as "stable".

Manufacturer narrative:
Eighteen years or older. (B)(4).